Event description:
Caller updated pump settings for time, personal profile, or biq/ciq settings, including sleep schedules. Blood glucose levels did not exceed or fall below critical thresholds during this period. Technical support assisted the caller in updating the pump time and advised monitoring for discrepancies greater than five minutes, which the caller understood and acknowledged.